Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure device not within the tube and found perforated through the cornua"), device breakage ("device breakage"), embedded device ("migration/perforation of essure device/malposition of essure device (location of device: misplaced out of tube but not penetrating the serosa)"), device dislocation ("migration/perforation of essure device/malposition of essure device (location of device: misplaced out of tube but not penetrating the serosa)") and ovarian cyst ("cyst on her ovaries") in a 31-year-old female patient who had essure (batch no. A73747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 2004 and (B)(6) 2010)), miscarriage, c-section (emergency) in 2004, asthma on (B)(6) 2011, iron deficiency anemia, oral surgery, nose bleed, sinus disorder, nipple discharge, constipation, forgetfulness, c-section (planned) in 2010 and irritable bowel syndrome. She denied any complications or problems that occurred at the time of her essure placement procedure. Previously administered products included for allergies: claritin; for seasonal allergic rhinitis: zyrtec; for an unreported indication: implanon from (B)(6) 2011 to (B)(6) 2013, ocp in 2011 and hormone replacement therapy. Past adverse reactions to the above products included menstruation irregular with implanon. Concurrent conditions included overweight, mood altered, urinary retention, alcohol use and adnexa uteri cyst. Family history included breast cancer (great grandmother diagnosed in her 80s), breast cyst (mother, benign, removed), ovarian cancer and stomach cancer. Concomitant products included naproxen from (B)(6) 2013 for rheumatoid arthritis as well as cilest (mononessa-28) since (B)(6) 2013 to 2017, etonogestrel (implanon) from (B)(6) 2013, hydroxychloroquine phosphate (plaquenil) and ibuprofen. In 2013, the patient experienced abdominal distension ("bloating/ abdominal swelling"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months 5 days after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and pelvic pain ("chronic pelvic pain/pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (unilateral salpingo oophorectomy with left essure removal on (B)(6) 2013), surgery (unilateral salpingo oophorectomy with left essure removal on (B)(6) 2013) and surgery (on (B)(6) 2013: laparoscopic ovarian drainage; detorsion of the ovary; left salpingo-oophorectomy;). At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, ovarian cyst, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown and the pelvic pain, abdominal distension and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, device breakage, device dislocation, dyspareunia, embedded device, ovarian cyst, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: essure device placed in left tubal ostium with 2 trailing coils, then in right ostium with 1 trailing coils on (B)(6) 2013, tubal ligation was performed. Pelvic pressure and urinary urgency since essure placement 3 months prior. She had the left side removed but would still like the right side removed in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Antinuclear antibody - on an unknown date: positive. Computerised tomogram abdomen - on (B)(6) 2013: large adnexal cysts. Hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tube(s . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, device breakage, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jul-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure device not within the tube and found perforated through the cornua"), device breakage ("device breakage"), embedded device ("migration/perforation of essure device/malposition of essure device (location of device: misplaced out of tube but not penetrating the serosa)"), device dislocation ("migration/perforation of essure device/malposition of essure device (location of device: misplaced out of tube but not penetrating the serosa)") and ovarian cyst ("cyst on her ovaries") in a 31-year-old female patient who had essure (batch no. A73747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 2004 and (B)(6) 2010)), miscarriage, c-section (emergency) in 2004, asthma on (B)(6) 2011, iron deficiency anemia, oral surgery, nose bleed, sinus disorder, nipple discharge, constipation, forgetfulness, c-section (planned) in 2010 and irritable bowel syndrome. She denied any complications or problems that occurred at the time of her essure placement procedure. Previously administered products included for allergies: claritin; for seasonal allergic rhinitis: zyrtec; for an unreported indication: implanon from (B)(6) 2011 to (B)(6) 2013, ocp in 2011 and hormone replacement therapy. Past adverse reactions to the above products included menstruation irregular with implanon. Concurrent conditions included overweight, mood altered, urinary retention, alcohol use and adnexa uteri cyst. Family history included breast cancer (great grandmother diagnosed in her 80s), breast cyst (mother, benign, removed), ovarian cancer and stomach cancer. Concomitant products included naproxen from (B)(6) 2013 to (B)(6) 2013 for rheumatoid arthritis as well as cilest (mononessa-28) since (B)(6) 2013 to 2017, etonogestrel (implanon) from (B)(6) 2013 to (B)(6) 2013, hydroxychloroquine phosphate (plaquenil) and ibuprofen. In 2013, the patient experienced abdominal distension ("bloating/ abdominal swelling"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months 5 days after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and pelvic pain ("chronic pelvic pain/pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (unilateral salpingo oophorectomy with left essure removal on (B)(6) 2013 and laparoscopic ovarian drainage; detorsion of the ovary; left salpingo-oophorectomy). At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, ovarian cyst, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown and the pelvic pain, abdominal distension and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, device breakage, device dislocation, dyspareunia, embedded device, ovarian cyst, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: essure device placed in left tubal ostium with 2 trailing coils, then in right ostium with 1 trailing coils on (B)(6) 2013, tubal ligation was performed. Pelvic pressure and urinary urgency since essure placement 3 months prior. She had the left side removed but would still like the right side removed in the near future. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Antinuclear antibody - on an unknown date: positive computerised tomogram abdomen - on (B)(6) 2013: large adnexal cysts hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tube(s concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, device breakage, abdominal pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Patient's demographics and relevant history was added. Essure lot number added. Essure removal date added. Events added: bladder problems or changes, urinary problems or changes, device breakage, abdominal pain, dyspareunia, cyst on her ovaries, and left essure device not within the tube and found perforated through the cornua. Event migration/perforation of essure device was merged with malposition of essure device (location of device: misplaced but not penetrating the serosa). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, 30 days before insertion of essure, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and abdominal distension ("bloating"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (on (B)(6) 2013 underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, pelvic pain and perforation to be related to essure. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.